Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09921. Related manufacturer reference number: 2017865-2020-09923. It was reported that the patient presented to the clinic with a pocket infection. The physician explanted the patient's pacemaker and two leads and implanted a new system on the right side of the patient's chest. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.